Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evalauted the device and found it was in specification in relation to the reported symptom, false air in line alarm, which was not reproduced but was confirmed through a review of the device event history log. The device passed testing and no component could be identified for causality. (B)(4)